Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up post-sensed t-wave oversensing was observed. The patient received inappropriate hv therapy. The device was successfully reprogrammed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.